Manufacturer narrative:
The customer's report was observed during initial testing. However, the main knob broke apart during our evaluation before verifying the report. The main knob was replaced and the device functioned as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.